Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17103. At this time, it is unk which scs lead is related to this issue; therefore, both scs leads are being reported. It was reported the pt experienced a fall and subsequently was not longer receiving stimulation in her pain pattern. Additionally, lead diagnostics showed invalid impedance values for the scs lead. A sjm representative was unable to resolve the issue with reprogramming. Follow-up identified the scs lead was explanted and replaced which resolve the issue.